Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient started experiencing rapid heartbeat a few days after receiving a cybersecurity update around the end of october/beginning of (B)(6). Patient spent the night at the emergency room on (B)(6) 2017 due to rapid heartbeat which stopped the next morning. Patient did not have any further symptoms. Patient presented for an in clinic follow up. It was discovered that the patient experienced pacemaker mediated tachycardia. The pulse generator was reprogrammed to address the issue. Patient was doing fine after the changes.

Manufacturer narrative:
(B)(4).